Manufacturer narrative:
The hosp will not provide any further info. Without viewing the suspect device, co cannot confirm their report of bovie being inadequately insulated. Additionally, the lot code of the suspect device was not known. Considering the info co has, it cannot investigate further.